Manufacturer narrative:
Date rec'd by MFR: 22aug2019. The service technician confirmed the customer's allegation. Product support concluded the service technician used the incorrect test version. Product support provided the latest version of the test procedure. No parts were replaced to address the issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit failed pressure accuracy testing during performance verification testing (pvt). The customer reported there was no patient involvement. Event date not specified, estimate used.